Event description:
It was reported that there was a knee infection following the primary tka.

Manufacturer narrative:
Catalog numbers and lot codes of the other devices listed in this report: cat. No.: 5515-f-402, triathlon ps fem component, cemented, lot code: hampv; cat. No.: 5520-b-400, triathlon prim tib baseplate - cemented, lot code: hlrna; cat. No.: 5550-g-339, triathlon symmetric x3 patella, lot code: unknown. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding infection involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no similar events for the reported lot or sterile lot. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a knee infection following the primary tka.